Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by plugging the pump into a different wall outlet, which allowed it to begin charging, and no further assistance was required.